Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint of control key switch bngnd test bask task debilitated error was not duplicated during testing. The event log revealed the complaint of control key switch bngd test, base task debilitated error. Unable to determine cause of event. Goal was subjected to preventative measure of replacing keybad and interconnect board. Device passed all functional testing.

Event description:
Information received a smiths medical smiths medical syringe infusion pumps/medfusion 4000 alarmed. Control key switch background test error/base task debilitated error. No patient adverse events reported.